Manufacturer narrative:
The reported event of undersensing was not confirmed. The device was visually inspected and tested at the bench and no anomalies were found. Sensitivity test was performed at various settings and the device was able to sense within the product specification. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed post procedure of newly implanted device. It was discussed that the undersensing issue was related to the position of the device but the physician felt it was device related. The device was explanted and replaced. Patient was stable prior, during and post procedure.